Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 31-jan-2023. H.6. Investigation summary: bd received an actual used sample and confirmed a crack on the tubing. Additionally, 5 photographs were attached from the customer showing a crack on the tubing. Furthermore, 10 retained samples from the bd inventory were visually inspected and no defects were found. Bd was able to confirm the customer¿s indicated failure mode based on the returned sample and photographs provided. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set the tubing was split. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged tubing of wingset utpbbcs. According to the customer's report, the tubing near the luer was found to be damaged/split.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set the tubing was split. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged tubing of wingset utpbbcs. According to the customer's report, the tubing near the luer was found to be damaged/split.